Manufacturer narrative:
Batch review performed on 24 september 2018. Lot 165434: (B)(4) items manufactured and released on 02 november 2016. Expiration date: 2021-10-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to laxity in the joint 1 year and 5 months after primary. The surgeon reviewed the patient and determined that an insert swap was needed. The surgeon replaced the sphere insert flex right. The surgery was completed successfully.